Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 399945, lot# v048932, implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
The patient reported that their recharger was not charging. The recharger screen was not lighting up and nothing was on the screen. These issues started the night prior to the report but the recharger had been acting up for about a week. The patient tried to recharge their implantable neurostimulator (ins) the night prior to the report because their ins battery was empty and their pain had started to return. The patient had a loss of therapeutic effect due to the ins battery dying. They tried to charge their ins but their recharger was not turning on. The desktop charger connector pin was loose. The patient had not recharged their ins for 2 weeks prior to (B)(6) 2014. They were sent a replacement desktop charger. The patient was implanted for failed back surgery syndrome and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.